Event description:
It was reported that the patient underwent replacement surgery for the removal of ams 700 inflatable penile prosthesis and replacement of tactra due to unspecified reason. Additional information received stated that the patient had difficulty using the pump due to inflation issue. Also, the physician could not get it to work in the office. However, upon explanation, the pump functioned and inflated fine. The surgeon decided to replace it with malleable to avoid pump issues in the future. The patient was doing good post-surgery.